Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event could not be confirmed. The clip was deployed and not returned. All four vessel locator wings were bent but intact and securely attached to the vessel locator assembly and the pusher body joint was intact. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the clip was deployed; however, the clip did not achieve hemostasis. When the device was removed the clip was on the outside of the patient. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.